Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all the best on being e-free soon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polyp ("polyps") and endometriosis ("endometriosis"). The patient was treated with surgery (scheduled removal). At the time of the report, the medical device removal, polyp and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal and polyp to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: polyps, endometriosis, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyps") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage, polyp and endometriosis outcome was unknown. The reporter considered endometriosis, polyp and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: polyps, endometriosis, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received. Event medical device removal was updated to abnormal uterine bleeding. Reporters information and medical history added. Date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all the best on being e-free soon') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polyp ("polyps") and endometriosis ("endometriosis"). The patient was treated with surgery (scheduled removal). At the time of the report, the medical device removal, polyp and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal and polyp to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: polyps, endometriosis, medical device removal. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.